Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat paroxysmal atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, when introducing the catheter, the physician purged, and bubbles kept forming. The sheath was exchanged but the issue remained, so the catheter was changed. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.